Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 360-470 mg/dl. Ketone level was moderate-large. Insulin injections were administered. Pump system check with tandem technical support was performed. No device issues were identified. Reportedly, contact discussed event with a healthcare provider.